Manufacturer narrative:
The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Through follow-up communication, livanova (B)(4) was informed that a disinfection cycle was performed and further sampling came back negative. The unit was returned to service and no additional contamination has been reported since. Corrective actions are in progress for this type of issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t was found to be contaminated with mycobacterium during maintenance. The report indicated that the unit was being cleaned according to the instructions for use (IFU). There is no known patient involvement.